Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician reported that the fresenius 2008t hemodialysis (hd) machine was not pulling fluid from a patient. Additional information was provided by the user facility clinical manager (cm). The machine was programmed with an ultrafiltration (uf) goal of 4000 ml and treatment time of 4 hours, however, 2.5 hours into treatment, it was noted that the machine was not pulling fluid. The clinical manager stated that the machine alarmed to indicate that the uf was off however the uf program was selected and therefore running. After the issue was discovered the uf profile was turned off and back on, at which point the machine began pulling fluid. The patient completed treatment having removed 1500 ml towards a target goal of 4000 ml. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient¿s uf goal for the following treatment was increased to address the failure to pull the correct amount of fluid during this treatment. Per the cm, the machine remains out of service pending evaluation by a biomedical technician.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A user facility biomedical technician reported that the fresenius 2008t hemodialysis (hd) machine was not pulling fluid from a patient. Additional information was provided by the user facility clinical manager (cm). The machine was programmed with an ultrafiltration (uf) goal of 4000 ml and treatment time of 4 hours, however, 2.5 hours into treatment, it was noted that the machine was not pulling fluid. The clinical manager stated that the machine alarmed to indicate that the uf was off however the uf program was selected and therefore running. After the issue was discovered the uf profile was turned off and back on, at which point the machine began pulling fluid. The patient completed treatment having removed 1500 ml towards a target goal of 4000 ml. There was no patient injury, adverse events, or medical intervention required as a result of the reported event. The patient¿s uf goal for the following treatment was increased to address the failure to pull the correct amount of fluid during this treatment. Per the cm, the machine remains out of service pending evaluation by a biomedical technician.